Manufacturer narrative:
User should have used screw retained implant instead of pick up. Also user should have consulted IFU to prevent this from happen.

Event description:
Dental implant fell in sinus during processing.